Event description:
It was reported that the device was fired once fine. When the second firing with the new reload was attempted the instrument stapled only on one side of the knife and cut. The surgeon controlled the bleeding with a bipolar device and finished the case with a different stapler. No pt consequence.